Event description:
Caller reported a tandem mobi cartridge alarm, which occurred during the load process. Despite the issue, the customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Customer was assisted by technical support in successfully loading a new cartridge and resuming insulin therapy after being instructed to remove the faulty cartridge and deliver a 9-unit bolus.